Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the display of a v60 ventilator had small cracks, and when it was wiped with alcohol, the inside of the display became wet.. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 11mar2019. The philips service engineer (se) inspected the device and verified the reported issue. The se found a crack and small hole which would allow for fluid ingress when it was cleaned with alcohol. The se replaced the touchscreen. The device successfully passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 27dec2018.

Event description:
It was reported that the display of a v60 ventilator had small cracks, and when it was wiped with alcohol, the inside of the display became wet. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.